Manufacturer narrative:
Section d1: corrected. Section d4 (catalog number): corrected. Section d4 (UDI): corrected. Section h6 (medical device problem code): corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed by review of the submitted log file. The log file contained approximately 14 days of information ( (B)(6) 2024 per timestamp). Several backup battery fault alarms were identified throughout this timeframe. The first backup battery fault alarm activated at 21:26:54 on (B)(6) 2024 due to the battery not passing the load test. This alarm intermittently cleared for 3 second intervals over the next 5.5 hours during the times that additional load tests were performed. However each time, the backup battery fault alarm reactivated due to the difference between the loaded and unloaded voltages exceeding the designed threshold. At 3:06:32 on (B)(6) 2024, the alarm cleared, when the battery was observed to pass a load test. The next backup battery fault alarm activated at 12:46:30 on (B)(6) 2024, due to a ebb_circuit_fault flag; this alarm resolved later that day at 15:01:56. At 15:14:34, a backup battery fault alarm activated again due to another ebb_circuit_fault flag; this alarm stayed active throughout the remainder of the available data. The observed alarms did not impact the ability of the controller to operate the pump at the set speed. The heartmate 3 system controller (serial number: (B)(6) was not returned to abbott at the time of this event. Provided information indicated that the backup battery was exchanged and the issue did not resolve, and a second exchange was performed to resolve the issue. The root cause of the backup battery fault alarms cannot be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had three battery faults over the last 5 months. Log files captured backup battery fault alarms on (B)(6) 2024 due to the ebb failing the load test. The patient had a low international normalized ratio (inr) due to a gastrointestinal (gi) bleed. They were unwilling to risk a stroke from a system controller exchange, so they opted for an emergency backup battery (ebb) exchange. The new ebb did not work the first time using it and produced a backup battery fault alarm. A different ebb was used.